Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: during a hiatal hernia procedure, the needle popped out of the device. Another device was used. No adverse events have been reported.